Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned. There were set screw marks noted on terminal pin and ring. Dc resistance test showed conductive paths of returned lead to be in specification. This damage was determined to be procedurally induced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that one day post implant, this right atrial lead exhibited loss of capture as well as loss of sensing, it was found to be dislodged. The patient underwent a successful repositioning procedure. The next day, the lead dislodged again. The lead was then explanted and replaced. To date, there have been no additional adverse patient effects reported.